Manufacturer narrative:
This report is submitted july 28, 2017, (B)(4).

Event description:
Per the patient's physician, the patient developed an infection with swelling and tenderness at the implant site. Subsequently, the patient was treated with oral antibiotics on (B)(6) 2017, for a duration of 10 days. Following treatment, the patients symptoms were resolved and the patient has continued use of their device.